Event description:
On (B)(6) 2011, it was reported that the patient's insulin infusion device has lines going through the display that affect reading some of the information on the display. The patient first noticed the issue a few months ago and it progressively got worse. The patient stated that the infusion device has been dropped several times. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product evaluation.